Event description:
Device 2 of 4 : reference MFR report: 1627487-2018-10299, reference MFR report: 1627487-2018-10301 , reference MFR report: 1627487-2018-10302. Additional information received indicated the patient stated her primary care physician said the infection looks good and has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4: reference MFR report: 1627487-2018-10299. Reference MFR report: 1627487-2018-10301. Reference MFR report: 1627487-2018-10302. It was reported the patient experienced pain on the right side of her head as well as dizziness, itching, wooziness and ringing in her ear. A purulent discharge from the right side supraorbital lead site was later present. Physician indicated an infection was present and prescribed antibiotics. X-rays also indicated the lead had migrated. The right side supraorbital lead and well as one of the dual extensions was later explanted. Patient¿s postoperative follow-up care is to be provided by her primary care physician.